Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of (B)(4). There was patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A report was received from health (B)(6) regarding an event that was submitted by the user facility to the (B)(6) vigilance program. The report did not have the details of the event. There was patient involvement.

Manufacturer narrative:
Correction: date of event, describe event or problem, concomitant med prod data, initial reporter addr 1, initial reporter city, initial reporter zip, initial reporter facility name, imdrf annex a code. Omit: a140504 - inaccurate delivery (2339). Additional information: medical device serial #, device manufacture date, imdrf annex b codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: e2403 - no clinical signs symptoms or conditions. A1405 - improper flow or infusion. A1412 - pumping problem. F26 - no health consequences or impact. B01 - testing of actual/suspected device. There was patient involvement. A report was received from health canada's canada vigilance program which states, "vasopressin 40 units in 100ml of d5w was programmed into alaris pump to infuse at 0 .04units/min (6ml/hr) starting at 2245. At 2350 writer noted that entire bag of vasopressin was emptied, pump continued to read infusing at 6ml/hr at 0.04units/min. Nnp informed of same, at bedside to assess pt, no apparent harm, vss. Pump changed and channels changed. Device quantined for investigation by clinical engineering. Passed infusion pump flowrate accuracy test twice (within specification), but failed in third test (double expected volume delivered)."